Manufacturer narrative:
(B)(4). To date, the device has not been returned. If the product is returned for evaluation, any further info derived from the evaluation will be submitted in a supplemental 3500a form.

Event description:
It was reported that the patient underwent laparoscopic video-assisted thoracic subtotal esophagectomy on (B)(6) 2015 and suture was used. It is not known whether the procedure was transhiatal or transthoracic with gastric interposition or colonic interposition. The surgeon opined there was no deficiency or anomalies with the suture prior to and during the procedure. The suture was used for the azygos vein as normal procedure. It is unknown if the patient was intubated post-operatively. On an unknown date following the procedure, a bronchoscopy was performed and found that the cut end of the suture reached to the bronchial lumen through the membrane of tracheae. It was reported there was no surgery performed on the trachea. The patient developed pneumonia after the procedure and cultures were performed and serratia bacteria was detected. It was reported that the patient developed empyema in the mediastinum. On (B)(6) 2015, the patient died. It was reported that the official cause of death determined by the autopsy was the sepsis caused by iliopsoas muscle abscess, but the direct cause of the iliopsoas muscle abscess was not determined. It is unknown if there was a causal relationship between the infectious disease and this event. No additional information is available.

Manufacturer narrative:
Date sent to the FDA: 12/03/2015. Corrected information.